Event description:
It was reported that the trial patient¿s therapy was making them cripple. The patient couldn¿t hold their head up and couldn¿t hold their shoulder up since the trial started. The patient wanted the device out and they were having severe back pain since (B)(6) 2015 when the trial started. In 3 days it would be 2 weeks for the trial. The patient¿s health care provider (hcp) was aware of the severe back pain. The patient wanted to know what the symptoms were about. The patient would have an appointment today with their hcp and their hcp was not helping them. The patient begged for oxycodone to keep some of the pain down. The trial was helping 50 percent, but it was not worth being cripple and handicap. The patient asked if the device could be removed as an emergency. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).